Manufacturer narrative:
During a retrospective review of events processed through a recently acquired entity and in accordance with 21 c.f.r part 803, this record has been determined to be MDR reportable. Manufacturing review: a manufacturing review was performed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: one electronic photo was reviewed by bpv field assurance engineer. The photo shows an entire conquest pta catheter. The catheter has been coiled up on a surface covered with brown paper towels. Unraveled material is visible at the distal part of the balloon barrel. Based on the photo review, material rupture cannot be confirmed. However, based on the photo review, unraveled material can be confirmed. Conclusion: the device was not returned for evaluation. One electronic photo was provided for review. The investigation is inconclusive for material rupture, as the photo review could not confirm a rupture and the sample was not returned for full evaluation of the device. However, based on the photo review, unraveled material can be confirmed. The definitive root cause could not be determined based upon the available information. Although not definitive, it is likely that material rupture could have contributed to the identified unraveled material. It is unknown if other patient and/or procedural issues contributed to the reported event. Labeling review: the current japan IFU (instructions for use) states: - method for use: 1. Contents supplied sterile using ethylene oxide (eo). Non-pyrogenic. Do not use if sterile barrier is opened or damaged. 2. To reduce the potential for vessel damage, the inflated diameter and length of the balloon should approximate the diameter and length of the vessel just proximal and distal to the stenosis. 3. When the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. [Applying excessive force to the catheter can result in tip breakage or balloon separation.] 4. Do not exceed the rbp recommended for this device. To prevent over pressurization, use of inflation device with manometer is recommended. [Balloon rupture may occur if the rbp rating is exceeded.] 5. Careful attention must be paid to the expansion of the stents, dilatation of calcified lesions or tortuous anatomy. [It may lead to catheter damage or balloon rupture]. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during deep vein thrombosis treatment, the pta balloon allegedly ruptured at 24 atm at the first inflation. There was no reported patient injury.